Event description:
Customer alleges while moving backwards about a foot in the rollator, the legs allegedly buckled in. Minor injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model probasics 1037, serial number/date code and age of product are unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. The consumer's preexisting medical condition states that he is a double amputee (with prosthetics). The consumer's medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Company representative of probasics by pmi contacted invacare stating that the consumer was sitting on his rollator and someone was talking to him. He attempted to move back about a foot so that he could face them. He stated that the casters on the front of the rollator allegedly buckled causing him to fall backwards. He sustained bruising/cuts and a minor concussion. He did go to the doctor and was treated and released. The consumer stated that he saw the label on the rollator stating not to use it for mobility. He did not think that it would matter if moved the little bit so he could see the person talking to him. He is a double amputee and needs the unit when he gets tired. Invacare has agreed to replace the rollator with a 65650 rollator. The damaged unit is to be returned to invacare for an inspection and evaluation.